Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range pacing impedance of greater than 2000 ohms in the left ventricle (lv) and right ventricle (rv). Technical services reviewed device data and determined the impedances in both the lv and rv were trending the same. The representative was unable to recreate any measurement issues with isometrics. Additional troubleshooting options were discussed. The decision was made to program the lv lss off because the patient felt stimulation, but to leave the associated rv lss on so the patient has unipolar sensing in the rv if needed. Additional information was received that the root cause for the event remains unknown. The lv lead configuration was reprogrammed. At this time, this lv lead remains in service and the patient will continue to be monitored. There were no adverse patient effects reported.